Event description:
It was reported that the clinician thinks that the sensing anomaly was due to anti-arrhythmic drugs given the patient to convert atrial fibrillation.

Event description:
Cardiac perforation was suspected. An x-ray showed that the lead was fractured below the proximal ring; the portion of the lead distal to the fracture remained in the ventricle. The remainder of the lead was removed..

Manufacturer narrative:
Final analysis found that the distal coil was fractured. An electrical short was measured between coils, two of the distal coil wires were making contact to the ring.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.